Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. The device showed no button error alarm noted during testing. The device was unable to be verify for high operating currents including low battery, off, no power or battery out of limit alarm due to no act button response. The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.